Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the toric joint (o-ring) on the gas pipeline adaptor is worn out. The issue was found during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:h2, h6. The device was not returned to olympus for inspection, so the reportable malfunction could not be confirmed. Based on the results of the investigation, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.